Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump shut off unexpectedly at 85% battery life. The customer was able to turn the pump back on and noticed that the battery gauge display went from 5% back to 85%. The customer had not tested blood glucose level at the time of the reported event. There was no reported impact to the customer's blood glucose level. It was confirmed that the customer had alternate insulin therapy available.